Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during generator replacement due to normal eri. Electrical function of the lead was tested and observed with no anomalies detected. Physician elected to leave the lead implanted and monitor the patient.